Event description:
This procedure was performed in the (B)(6). An 8x60 evercross was being used to dilate a calcified lesion in the common iliac artery. The balloon burst. When the physician tried to withdraw the burst balloon from the 6f sheath, the evercross balloon would not fit back through the sheath. The distal end of the balloon then became detached from the balloon catheter and was left in the patient. A snare was then used to remove the loose piece of balloon out of an 8f sheath on the opposite to the original puncture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the balloon material exhibited a circumferential tear between 10mm and 16mm from the proximal edge of the distal balloon bond. The tear was spiral for a full diameter and was connected with a longitudinal tear. The section of the balloon distal to the noted tear exhibited a 2cm longitudinal tear. The proximal edge was collapsed longitudinally. The inner shaft exhibited stretching, accordion folding and a fracture.